Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to cannula are too long as result of blood glucose went to high on unknown date with blood glucose level was 467 mg/dl. The customer declined the troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.